Manufacturer narrative:
A customer from outside the united states reported observation of elevated atellica im high-sensitivity troponin I (tnih) results which were discordant relative to alternate-method testing. Siemens is investigating.

Event description:
The customer reports observation of elevated atellica im high-sensitivity troponin I (tnih) results which were discordant relative to alternate-method testing when using tnih lot 114. A 40-year-old male patient was tested using atellica im tnih at the customer¿s lab. The initial result was elevated. This result was questioned, and the same sample was re-tested on the same instrument, producing a similar elevated result. The patient proceeded to the hospital, where a new sample was drawn and tested using a roche cobas (troponin-t) method, which produced a result just below that assay¿s cutoff. The lower result obtained from the second sample was considered consistent with the patient¿s clinical condition; the initial elevated tnih results were identified as falsely elevated. There are no allegations of any adverse patient consequences in association with the observed result discordance.